Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during use. The home patient (hp) did not disconnect and no leaks were found. The technical service representative instructed the hp to cycle the power on the hc to clear the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The hp was going to complete therapy manually. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.